Event description:
It was reported that "3 leve acdf - surgeon performed normal approach - plate was sized - temp pins inserted - x-ray taken to confirm positioning - screws were inserted - x-ray taken to confirm - screws locked down - multiple screws had very poor purchase - attempt to remove screws from plate failed. Removed entire plate with screws locked into plate. New plate/rescue screws were used to affix 60 mm plate. Patient flipped and fused from c4-7 using oasys."

Manufacturer narrative:
Failure of the plate (cat # 48651357) is assumed to be the root cause of the event. The screw (cat # 48644012) and screw extractor (cat # 48511905) failures are a result of the plate failure. Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.